Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, non-device dependent patient presented in clinic for follow-up. Upon review of the electrogram, noise resulting in oversensing and auto mode switch episodes were noted on the right atrial lead. The physician would continue to be monitored.